Event description:
It was reported that during a coronary-drug eluting stenting (des) treatment procedure, a shaft break occured. The target lesion located in the left anterior descending artery was pre-dilated with an apex coronary balloon of unknown size. The 2.25x16 taxus express2 atom des stent delivery system (sds) was advanced but could not cross the lesion. The physician removed the sds from inside the patient and "while checking the sterility of the shaft it separated." The physician used another of the same device to complete the procedure. There were no patient complications and the patient's current condition is listed as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing records shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause is determined to be operational context.